Manufacturer narrative:
5/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a pre perioneal inguinal hernia procedure. The visibility was not clear. The hosp has not reported any further info.